Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was not implanted. After being taken out of the box, but prior to implant, it was noted that the monitoring voltage and battery gauge were lower than expected. A second device was implanted without further incident and this crt-d was returned for laboratory evaluation.